Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced because it reached elective replacement indicator (eri) prematurely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 5568, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).